Manufacturer narrative:
The astral external battery pack was returned to resmed for an extensive engineering investigation. Performance testing confirmed the report that the external battery button cannot be completely pressed down to check the battery charge condition. The investigation determined that the external battery button failure was most likely due to a defective button keypad. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral external battery pack had a broken button, therefore, the user is unable to check the battery charge condition. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device is currently being returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral external battery pack had a broken button, therefore, the user is unable to check the battery charge condition. There was no patient injury reported as a result of this incident.